Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2010 due to mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterine prolapse. It was reported that following insertion the patient experienced infection, urinary problems, blood in urine and recurrence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with transvaginal hysterectomy with bilateral salpingo-oophorectomy, and anterior colporrhaphy; due to cystocele, rectocele, stress urinary incontinence, and pelvic organ prolapse. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. The patient experienced chronic pain, incontinence, recurring infections, painful urination and blood in urine, and urinary tract infections. It was reported that the patient experienced uterine prolepses, rectocele, cystocele, enterocele, and urinary incontinence. The patient underwent rectocele and enterocele repair on (B)(6) 2008. It was reported that the patient underwent mesh revision/removal in (B)(6) 2010. (B)(4).